Manufacturer narrative:
(B)(4). Device received with displacement test, active current measurement and self test, however device received with a failed battery test and sleep current measurement due to corroded electronic assemblies.

Event description:
The customer reported via phone call that their insulin pump had failed battery alarm. The customer¿s blood glucose was 170 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.